Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding was observed on the protection dressing of the catheter. Air went in during the aspiration with a syringe. As a result, the extension line of the catheter was replaced. No clinical consequences were reported. It was noticed that the disinfection was still being completed with alcoholic chlorhexidine whereas it's completed with biseptine in (B)(6).

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event could not be confirmed through functional testing and microscopic examination of the returned product sample. The customer provided one hemodialysis cannon ii plus connector assembly. No tego caps were returned. The connector assembly appeared used but typical. The catheter was cut off immediately below the juncture hub. The connector luer hubs both passed leak testing and both passed the luer gage test. In addition, no cracks were observed through microscopic examination. A device history record review could not be performed since a lot number was not provided and no further information was available. The provided instructions warns that repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure and warns against excessive use of alcohol and peg based solutions. No problem was found with the returned connector assembly. No further actions will be taken.